Event description:
Reportedly during an attempt to administer a synchronized defibrillation, the device would not discharge. The operator then charged the device to 200 joules, the device was then discharged and the patient converted to v-fib. The operator again charged the device and shocked the patient, and the patient was converted to a normal sinus rhythm. The reporter indicated there was no adverse affects to patient related to the alleged malfunction.